Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Visual inspection found no frayed wires at the distal or proximal end of the instrument. Failure analysis observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .085 - .535 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure the pk dissecting forceps instrument wires were noted to be frayed. No patient harm, adverse outcome or injury was reported.